Event description:
It was reported that the helix on the right ventricular defibrillation lead would not extend after repositioning. It was later reported that lead revision was needed due to the inability to convert ventricular fibrillation to normal sinus rhythm. The lead was removed and a new lead successfully implanted. The patient also received a subcutaneous defibrillation lead to ensure successful conversion from ventricular fibrillation to normal sinus rhythm. There were no reported patient complications as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. It was noted that the helix disengaged from the helical channel and the lead was returned with the guide tooth damaged. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism, and there was a non-electrical miscellaneous finding on the tip electrode.